Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient underwent a procedure during which a faradrive steerable sheath (clear) - us was selected for use. Following the procedure, the patient initially developed a small hematoma at the groin access site. Over time, swelling of the right groin continued to increase. The patient also experienced subjective chills and sweating, accompanied by fatigue. Due to the progression of symptoms, the patient required prolonged hospitalization. During the hospital stay, diagnostic imaging, including a CT scan and ultrasound, was performed. Based on the clinical findings and imaging results, a traumatic arteriovenous (av) fistula in the groin was suspected as the likely cause. The patient was admitted on (B)(6) 2026, and discharged on (B)(6) 2026. No more information was provided. No device issues were reported. It is unknown whether the device will be returned for laboratory analysis.